Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure the suture broke during tensioning. The surgeon used suture scissors to tighten down the reflex, seat the bumper in the fibula, and tie it down. The procedure was delayed by 5-10 minutes. Operative notes are unavailable. It is unknown if there were any contributing conditions related to the event. No images are available. Attempts have been made and no further information has been provided.